Manufacturer narrative:
Combination product: yes. This lead was capped on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on rv lead in hmsc recordings. Noise was not able to be reproduced in office. Evaluation of lead is needed and xray was ordered. Device remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.